Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the oxygen delivery device (which is related to 15 mm connector) kept popping off the trach. The patient experienced shortness of breath when the oxygen got disconnected.